Event description:
It was reported that syringe integra 3ml w/ndl 25x1 rb needle did not retract. The following information was provided by the initial reporter: "it was reported that needle did not retract when using to sedate a "aggressive/combative" patient. Reported by nurse during sedation of an aggressive/combative patient. Needle was used for sedation. However needle did not retract. Nurses reported hearing click but needle still attached. Nurses reported it has huge safety concern as expected needle to be retracted."

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe integra 3ml w/ndl 25x1 rb needle did not retract. The following information was provided by the initial reporter: "it was reported that needle did not retract when using to sedate a "aggressive/combative" patient. Reported by nurse during sedation of an aggressive/combative patient. Needle was used for sedation. However needle did not retract. Nurses reported hearing click but needle still attached. Nurses reported it has huge safety concern as expected needle to be retracted."